Event description:
It was reported that intermittent air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose level was between 200 to 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.